Event description:
It was reported that shortly after implant and the pocket was closed, the atrial lead dislodged. The pocket was opened and the lead was repositioned. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.